Event description:
The customer reported that the system displayed a precharge voltage error and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service cal. The system was tested and found to be working as intended and put back into service.